Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there were pauses in telemetry and a small amount of base line noise indicated on the ECG during manipulation. Patient was x-rayed to check lead/device connection, and the pin appeared to be in the header all the way. The lead remains in use. No patient complications have been reported as a result of this event.